Manufacturer narrative:
(B)(4). Batch # t5da3u. Device analysis: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/2 and with the reload lock out spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth was found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by that during a nephrectomy, the device was fired while attached to the renal vein. Only half of the staples fired and nothing was transected. It was clamped down with the locking handle. Surgeon fired the second handle and said he didn't feel anything fire. Surgeon began to open the device as per the IFU, but saw there was a pile of staples right at the crotch of the device. He clamped the device down with the first locking handle again, then placed an endo-gia proximally to the hilum of the kideny and was able to safely transect the renal vein and remove both devices. Opening the device proved to not be an issue. The issue was that the device didn't properly fire staples or cut any tissue. There were no patient consequences.